Event description:
Customer reported the inspiratory tube came loose from the inspiration connector in the middle of the case. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.